Event description:
On (B)(6) 2012, I spoke to (B)(6) (lawyer). He alleged that his client, (B)(6), was severly burnt by a mettler me300; shortwave diathermy. The unit was used by clinica medica (B)(6). According to mr. (B)(6), ms. (B)(6) was initially being treated using only hot packs and then was put on the me300 unit - possibly by a non-licensed therapist. Ms. (B)(6) was fully clothed, wearing a thick metal belt, shirt, pants and under garments. Allegedly her clothes caught on fire (mr. (B)(6) has her clothes in his possession), leaving ms. (B)(6) with a burn the size of a grapefruit (which allegedly has already been fixed via cosmetic surgery). Mr. (B)(6) has a lawsuit against the clinic but is not (as of date) implicating mettler nor our me300 device - he alleges clinic misuse/negligence for the cause of the incident.

Manufacturer narrative:
Per the me300 user manual - the device is to be used only by a licensed practitioner and pts should not be left unattended for any treatment. In general instruction of the user manual it states - "clothing covering the area of treatment should be removed so as to be sure metal objects like zippers, tabs, snaps, etc. Are not in the field. Contraindications state - "medical diathermy should never be applied over areas which may contain metal, for heat will become concentrated in that area increasing the possibility of tissue damage and deep burns. Clothing containing metal zippers, buckles, snaps, watches, etc. Should be removed prior to treatment."